Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm 13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced angle closure, with elevated iop and the lens tilted. The icl was exchanged for a shorter lens which resolved the problem. The patient's bcva was 20/20.